Event description:
It was reported that the monopolar curved scissors instrument orange insulation was noted to be tearing off after a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pad printing has been removed from the proximal and distal ends of the tube extension. The evidence was inconclusive, but the pad printing removed damage was likely due to mishandling/misuse. No other damage was found.